Event description:
A (B)(6) year-old male patient, undergoing robotic assisted total abdominal colectomy. During procedure, the white vascular load misfired over the colic artery to the sigmoid colon. The stapler load partial fired and cut. There was a small amount of bleeding from the vessel. Surgeon placed a clip on vessel. Intuitive davinci xi surgical systems endowrist stapler 44mm reload reference # 48645w, lot # m90200831. FDA safety report ID # (B)(4).